Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: when applying clip it stuck and not released and jaws close on vessels and become traumatic. Injury happened from jaws. Bleeding from veins over 500cc, corrected with suture. A blood transfusion was required.